Event description:
On may 8, 2006 arthrocare was notified that an opus smarstitch suture cartridge had broken in a patient during an arthroscopic rotator cuff repair which took place on may 4, 2006. Surgeon was uncertain if the broken tip remained in the patient or if it came out. No patient injury was reported, but extended surgical time resulted.

Manufacturer narrative:
Suture cartridge was returned for investigation. The top of the polycarbonate tip was split in half, and only one half was returned. Visual examination of the plastic tip revealed no indication of weld lines or knit lines with the molded plastic part. Unable to determine cause of device breakage. Arthrocare has reviewed product complaint data this failure mode. Incident rate is less than 1%. Instructions for use does provide that careful attention must be made to assure excessive force is not placed on this instrument. Excessive force can lead to device failure. Cross reference arthrocare RMA: r56050